Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-33544. During a remote transmission, there were episodes of high impedance, noise, and automatic mode switching (ams) episodes on the right atrial (ra) lead. X-ray was performed and confirmed that the ra lead had dislodged into the pocket and the left ventricular (lv) lead had dislodged into the superior vena cava. The ra and lv leads were explanted and replaced and the patient was stable.